Manufacturer narrative:
A visual inspection was performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty removing the closure device include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a two prostyle devices after an electrophysiology (ep) interventional procedure with an 8f sheath. Reportedly, the first prostyle device became entrapped in the patient, but was removed manually. The second prostyle device also became entrapped and it was difficult to close the footplate. It was noted that the suture was stuck on the skin, so a nick and spread was performed to remove the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
B5 correction: the reported device was a proglide device.

Event description:
Subsequent to the initially filed report, the following information was received: the devices were proglide devices. No additional information was provided.